Event description:
Intuvie received a pump for preventive maintenance (pm) and during device testing, the infusion pump failed the ground resistance test, measuring 0.130ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.067 ohm. No patient or user harm was reported.

Manufacturer narrative:
Intuvie received a pump for preventive maintenance (pm) and during device testing, the infusion pump failed the ground resistance test, measuring 0.130ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.067 ohm. Reference to complaint#: (B)(4).